Manufacturer narrative:
(B)(4)

Event description:
During an initial pump inquiry, the programmer displayed incorrect information. After a few troubleshooting attempts, the programmer appeared to have correctly displayed most of the incorrect information. The device will not be returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).